Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. A supplemental report will be completed if further information becomes available. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused adeath or serious injury.

Event description:
It was alleged that during a sacrocoloppexy procedure on (B)(6) 2026 there was a non recoverable alarm and the procedure was converted to manual laparoscopic approach. No harm was reported in relation to thisevent. And the reporter confirmed there was minimal delay in the procedure.